Event description:
Baxter sales representative called on the customer's behalf to report a no flow issue. The bag was squeezed to initiate flow and the check valve was inverted and tapped. The reported condition occurred during patient use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation, therefore the reported condition of no flow could not be confirmed and an assignable cause could not be determined. The lot number is not known; therefore a batch review cannot be performed. Should additional information becomes available, a follow up medwatch will be submitted. (B)(4)